Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Other UDI (B)(4). Device is not expected to be returned for manufacturer review/investigation. Facility phone number: (B)(6). Device history records review was conducted. The report indicates that the: DHR review for: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 18.jun.2009 expiry date: 01.jun.2019. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.614.126 / 5805219 was manufactured in us, (B)(4). Device history records review was conducted. The report indicates that the: part: 310.509 / 9736524. Manufacturing location: (B)(4). Manufacture date: 25-jun-2008. No ncrs were generated during production. The review of device history records showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported product was used in the surgery on (B)(6) 2016. The name of the disease is unknown. But the synapse surgical technique was applied to c2/7. In (B)(6) 2016, the patient came to see the surgeon and had x-rays taken. When the surgeon checked the reported cancellous screw synapse fixed on the right c7, he found that the screw head and the screw unit had been separated. Also, he noticed that the pedicle screw fixed on the left c7 had become loose. No complication has been reported so far, and a revision is not planned. The surgeon would like to know if similar incidents, if any, have been reported and their possible causes. The surgeon confirmed that the patient did not have a complication. The procedure was completed successfully. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).